Manufacturer narrative:
Additional, changed, and/or corrected data: b1, d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, opening assessed as fold flaw opening. ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, crease and non-penetrating nick were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare provider reported a left side rupture confirmed by MRI. The healthcare provider provided a clinic note which reported "patient "capsules are baker grade ii". Additionally the healthcare provider provided an operative report which noted "findings: ruptured left breast implant with thickening of the capsule baker grade iii". The device has been explanted.

Event description:
Healthcare provider reported a left side rupture. Healthcare professional provided a clinic note which reported "patient "capsules are baker grade ii". Additionally, the healthcare professional an operative report which noted "findings: ruptured left breast implant with thickening of the capsule baker grade iii". The device has been explanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii. Additional, changed, and/or corrected data: b.5., b,6., h.6., h.11.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Healthcare provider reported a left side rupture. The device has been explanted.